Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8080438. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8080438 common device name: scs quattrode lead, model: 3166, UDI: (B)(6), serial: (B)(6), batch: 8080438.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken in 2021 wherein the entire system was explanted to address the issue. Investigation was unable to determine which lead attributed to the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.